Event description:
Boston scientific received information that a latitude red alert was received from this lead due to shock impedance measurements less than 20 ohms. The physician stated the latitude report showed less than 20 ohms; however, technical services reported the actual value was zero. The physician did not believe a measurement of zero was impossible and another measurement was performed the following day. Shocking impedance was 46 ohms and all other lead measurements were stable. The physician believes there was an anomaly or a mis-test. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.